Event description:
It was reported that during device change out for normal eri, when the chronic lead was connected to the new device, noise was observed. The device was removed from the pocket and the noise was then observed on the system analyzer. No visual damage to the lead was seen. Due to the age of the patient and his improved hemodynamics, the physician elected to program off the high voltage therapy on the new device.